Event description:
It was reported the lower display has lines through it. It was also reported segments to lcd (liquid crystal display) are missing. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd is out of electrical specification (missing pixels). Analysis also found the ring is bent. (B)(4).